Event description:
It was reported that an ilet pump displayed repeated restart errors and stopped delivering insulin, resulting in a failure to infuse; the device component implicated was the motor, and the user transitioned to subcutaneous insulin via pen while a replacement was arranged. Symptoms included hyperglycemia with a highest cgm value of 273 mg/dl, a confirmatory glucometer value of 253 mg/dl, and dry mouth. Outcomes included an unexpected medical intervention in the form of medication administration using backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with an invalid hall sensor state and a motor-related failure to infuse insulin. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.